Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15, serial number: (B)(6), batch/lot number: 7076509 / 7076504, model/catalog description: precision s8 adapter 15cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) pocket site. The ipg pocket was extremely red, irritated, swollen, and the skin was warm to the touch and very tender. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.